Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check with tandem technical support verified the pump was functioning as intended; however, a replacement pump was sent to the customer. Despite these efforts, the occlusion alarm continued to recur, and the customer reverted to a back-up insulin pump.